Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4) .evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. During visual inspection a damaged door was identified. The cause of the condition could not be determined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged door. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.